Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. If additional information becomes available then it will be submitted in a supplemental report.

Event description:
The customer reported: the insert did not fix in the acetabulum. According to the customer it was smaller than the size that was indicated in the box.